Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. It should be noted that during trouble shooting with customer service, it was discovered that customer failed to follow the product's manual (didn't wash their hands prior to testing), a known cause of imprecise readings.)

Event description:
Customer reported twelve seizures in the last three weeks due to erratic readings on their freestyle freedom meter. Customer reported experiencing symptoms of sweating and slow speech. Customer reported self treating with insulin, over the counter glucose gel and candy. There is no report of third party medical intervention.